Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-apr-03, (B)(4): information was received from a consumer regarding a patient receiving dilaudid (5.506 mg/ml) via an implanted infusion pump. It was reported the patient went in on (B)(6) 2020 to have their pump refilled and when they went in, their hcp did a revision on the patient's pump. It was noted that ever since then, the incision had not healed and their body continued to leak bodily fluids. The patient noted after they shower, it was like a waterfall of bodily fluids that would leak from the incision area of the pump. The patient is supposed to go back to their doctor to have the pump removed because it will not heal and he will run out of medication on the week of (B)(6). Patient was looking for a hcp to turn down the pump's flow rate so patient services emailed list of physicians.

Event description:
Additional information was received from the consumer on 2020-apr-27. It was reported that the patient had a chance of infection due to the incision not healing. The patient had "absolutely no idea" why the incision was not healing, but the patient noted that they can only shower every 3 to 4 days and, even with a large bandage over it, the incision will still leak body fluids "like a waterfall". The patient reported that the revision on (B)(6) 2020 was an attempt at revising the incision itself but the revision was not successful. The patient made an unrelated note, stating "in addition to meningitis, staph infection, or the incision ripping open". The leaking body fluids were reportedly not resolved. The patient was supposed to see their healthcare provider on (B)(6) 2020 for the pump hcp to turn the pump down 50%. However, because the patient or a family member was exposed to covid-19, they could not go. The patient's family was flying to (B)(6) on (B)(6) 2020 and the patient will see their general practitioner on (B)(6) 2020. The p atient's pump hcp would remove the pump on (B)(6) 2020. No further information was provided.

Manufacturer narrative:
B5: updated to reflect the information received on 2020-apr-27 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 8709 lot# j11297r13, implanted: (B)(6) 2002, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the catheter was left in after a previous pump had been explanted.